Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the current insulin pump delivers her boluses much slower than the previous insulin pump. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump delivers boluses a lot slower than her previous pump. The customer adjusted her bolus speed to quick. She was informed that the standard bolus speed delivers insulin at 1.5 units per minute and the quick speed delivers insulin at 15 units per minute. The insulin pump will not be returned for analysis.